Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. The customer's blood glucose was 24.9 mmol/l. The customer was treated with manual injection and the blood glucose decreased a little bit. The customer reported that the injection port was changed within 72 hours. The customer reported that the cannula was bent. The device will not be returned for analysis.